Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula/introduces needle break. Customer's blood glucose at time of incident was unknown. The customer sensor cannula or introduce needle has been discarded. Customer is unsure if the sensor cannula is still in the body. The customer was reassured from our experience it is unlikely the sensor fractured and is most likely the result of a sensor retraction. The customer was referred to health care provider for treatment or to emergency room to see if cannula remains in the body.